Event description:
It was noted the sheath valve was leaking on an agilis steerable introducer. There were no patient consequences.

Event description:
It was noted during a pfa af procedure that the agilis 13f sheath valve was leaking fluid. The sheath was exchanged with another agilis 13f introducer and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information b5, d9, e3, g3, g6, h2, h3, h6. The reported event of a fluid leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.